Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the imaging system. They looked at the power supply logic and adjusted it to 5 volts. A system checkout was performed and rad and fluoro calibration was completed along with invalidate home. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not able to perform x-rays. The site stated that during their last case, when they were going to acquire a 2d image, they pressed the buttons in the hand and foot switches but the system was unresponsive. They had to restart the system but it took more than an hour until the system turned on. The reported delay was longer than an hour. There was  no reported impact on the patient.